Event description:
New information received notes the post-paced t-wave oversensing was resolved with programming changes. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No interventions were performed. The patient experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not implemented. The patient was in stable condition.